Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified and the device was found out of specification. Evaluation inspected the device and observed burn damage on the wireless flex resulting from a physically failed capacitor on the wireless battery module (wbm) radio the battery module was scrapped due to the observed damage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module, while in use on a patient, had a burning smell coming from the battery module. When the battery module was inspected by the facility biomed there was no visible issue on the external part of the battery. The biomedical engineer opened it up and upon examination noted a component issue. It was further reported that the issue resulted in an interruption of patient treatment and the nurse had to obtain a second pump to continue treatment. There was no impact to the patient as a result of this event. No additional information is available.